Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (does not recognize battery pack) has been confirmed. As received, the charger/modem would not recognize a test battery pack. Upon evaluation, there was liquid contamination on the battery board and the u13 component was corrupt. The cause of the inability to recognize a battery pack is the contamination and corrupt component. The cause of the corrupt component is the contamination. The root cause for the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem would not recognize a battery pack.